Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). UDI information in section d4 could not be provided as hamilton medical ag has not received the serial number of the device from the customer.

Event description:
The following was reported to hamilton medical ag: during preoperational check, before performing mechanical ventilation for the patient, medical staff found severe air leakage at the expiratory end during the inspection of the ventilator's sealing. After immediately monitoring the relevant pipelines, the expiratory end still could not be sealed, and the ventilator was replaced immediately. No patient involvement.

Manufacturer narrative:
It was alleged that air leakage at expiratory end occurred during pre-operational check of the device. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. Hamilton medical ag received logfiles of the device for analysis, but these did not cover the reported date of event (04/23/2024). The root cause of this event could not be determined. The device had been repaired by a third-party service provider not authorized by the manufacturer, and post-repair verification according to hamilton's safety and performance standards was not possible. The hospital has been advised to use authorized service providers. As per common local practice in country of the event, the user reported this issue to the competent authority. The event was then verified by the local hamilton medical subsidiary through a report submitted to the local competent which was accepted. No further action needed.